Event description:
The customer reported that when using a wireless pod, the contractions are not showing the whole contraction in order to correctly assess fetal heart rate. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the device issue it is suspected to be an application issue, as the nurse admitted that she pushed down on the center of the patch during application. The fse discussed proper application with the customer as well as troubleshooting steps. The fse provided instructions on how to remove, inspect, and re-apply the patch specific to contraction activity.